Manufacturer narrative:
Event date: event occurred on an unknown date in (B)(6) of 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was completely separated from the cap prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluated for the reported event of the sponge being separated from the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the returned minicap found that the sponge was completely separated from the cap. The device did not meet product specifications. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.